Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the device was defective. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the motor on the compact air drive device seized, was blocked and running rough. It was further determined during the pre-repair diagnostics assessment that the device failed for the trigger mode function, untrue running, excessive noise, rotations per minutes (rpm), test with speedometer test bench, starting behavior and for status of development. It was noted in the service order that the motor was internally blocked and there was evidence of water entry and corrosion inside the housing and the internal components were damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.